Event description:
It was reported that during an ortho-trauma procedure on (B)(6) 2012, a small battery drive experienced intermittent power. No patient or user harm was reported. This is 1 of 1 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation coordinated by (B)(4). Reliability engineering evaluated the device, and the reported problem could not be confirmed or duplicated; the unit was tested and passed all operational specifications, and no problems were noted. The manufacturing documents were reviewed and no complaint related issues were found. Date that the device was received is unknown. Placeholder.